Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when closing the display screen, the back light remained illuminated, however no graphics were displayed. At the time of the report with tandem technical support the touch screen was functioning as intended. Customer's blood glucose was 366 mg/dl. Customer declined further troubleshooting from tandem technical support.